Event description:
It was reported that a pump alarm occurred during pumping, specifically alarm 30, and the caller was unsuccessful in loading a cartridge to resume insulin therapy due to the alarm reoccurring. There was no information available about any adverse impact on the customer's blood glucose level. The customer was instructed in loading a new cartridge, but it failed, so a replacement pump was arranged by technical support. The customer was advised to use multiple daily injections (mdi) as backup therapy and instructed on returning the faulty pump. The replacement was confirmed as under warranty.